Event description:
It is unclear in the initial complaint whether this event occurred during prep or during a ptca treatment procedure. The procedure involved a non-calcified lesion in the proximal lad. It was reported that the viva balloon ruptured 'before use and no inflation occurred at 2-4 atm's.' The viva balloon was reportedly used to dilate an existing stent. The introducer sheath size was 6f. The type and size guidewire, guide catheter, and inflation device used are unknown. The vessel involved was not tortuous. The viva balloon was removed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No further information is available at this time. The instructions for use state that "this catheter is not intended for use with stents."